Event description:
Follow up information was received from the clinic which indicated the device history had been checked and the patient had received three appropriate shocks for atrial fibrillation with rapid ventricular response. Also that there was no indication in the records of the device beeping and it was thought the device was functioning properly.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient that their device was beeping, and the patient questioned if it could be due to the device battery. The patient also reported they had been hospitalized because the device went off twice. The device is still in use. No further patient complications have been reported as a result of this event.